Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose was low (value not provided). Customer ate jelly beans to bring blood glucose up to normal range. Customer believed that pump basal rate needed adjustment to address the issue.